Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon which the image displayed at first, but the image was disappeared when the subject device was angulated. Furthermore, the image of subject device was not recovered after the image disappearing. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the image sensor failure or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared during preparation for use. The user suspected that the failure of the video connecter contact occurred. There was no patient injury associated with this report.